Event description:
Additional information indicate the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg and leads were explanted and replaced. Therapy restored post operatively. Lead replacement is being document in related manufacturer reference numbers: 1627487-2020-23095, 1627487-2020-23096, 1627487-2020-23097, 1627487-2020-23098.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost stimulation and ipg was deemed inoperable. It is unknown if the ipg depleted prematurely. Surgical intervention may be taken occur later to address the issue.